Event description:
I have used many bausch & lomb products throughout my 5 yrs of contact lens use. I do not know if I have ever used the renu with moisture loc, but it is very likely since I have always used renu products. On july 31, 2005, I began to have symptoms of an eye infection and I was diagnosed with a bacterial ulcer. The ulcer greatly worsened by august 17, 2005, and I was diagnosed with fusarium keratitis. In the beginning the pain in my right eye was extreme and I was only able to see light and dark. It was very difficult for me to even keep the eye open. All together I missed 15 weeks of school, nearly half a year. I could not be in the sun at all in the beginning and am still extremely light sensitive and have to limit the amount of time I am in the sun. In reaction to some of the anti-fungal medicine my eye was extremely swollen and painful. I could not play volleyball or softball due to my vision. I have extremely poor night vision and this, and other factors, led to me wrecking my car in february 2006. My vision in my right eye has dramatically decreased and will never be 20/20 again with correction. I also have a permanent blind spot. I am still currently taking anti-fungal eye drops and oral medication and may require corneal transplant surgery in the future.